Event description:
It was reported to philips that the system was unable to boot up, after performing an emergency stop test. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that system unable to boot up. After reviewing log file, fse found there is a malfunction on suite pc. Upon troubleshooting, onsite service fse (field service engineer) found an incomplete start up group, with the missing machines x-ray-pc. During the examination of the electrical cabinets, the field service engineer (fse) found that the imaging pc was not powered on due to the power supply in the power module being switched off. Additionally, the fse determined that the x-ray pc was defective. The result of failure analysis determined that the pdu dual switch module exhibited an electrical malfunction, characterized by a burned pin on x12 and two fuses that had tripped. To resolve the issue, the fse replaced the x-ray pc and the ny module, then reloaded the system software. After replacing x-ray pc and the ny module, system was returned to use in good working order. The codes were updated based on the investigation outcome.